Event description:
Situation resulted in patient requiring surgical airway due to allergic reaction: a recent safety event in our health system has highlighted the risk of using latex urinary catheters in patients with latex allergies. Background: our hospital is not a latex-free organization. Vigilance is required when checking patient records for latex allergies and ensuring all equipment and supplies are latex free as latex allergies can be serious and life threatening. Assessment: bard surestep foley catheter trays contain latex. Upon review of our current materials, it is apparent that labeling of foley kits and individual catheters, with respect to latex-status has not been as effective as we had wished. The latex caution label is not easily visible, and it can be difficult to tell the difference between latex and latex-free kits. Individual urinary catheter items may also contain latex. Manufacturer response for urinary catheter, bard surestep foley catheter tray (per site reporter). They were very helpful in discussing the most recent FDA requirements of labeling for latex in these devices and sent us their resources to examine. They are labeling within the FDA guidelines and encouraged us to continue reporting if labeling is leading to misuse of latex on latex-allergic patients.